Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that they use the extension set on laboring patients who are receiving pitocin to strengthen labor contractions during childbirth. The extension tubing set has been found to be leaking IV fluids or blood from the nac-y needle-free valve that is located 4 inches from the spin male luer lock. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking extension sets was not confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Functional testing resulted in no leaking. The cause of the reported failure was not determined.

Event description:
The customer reported that they use the extension set on laboring patients who are receiving pitocin to strengthen labor contractions during childbirth. The extension tubing set has been found to be leaking IV fluids or blood from the nac-y needle-free valve that is located 4 inches from the spin male luer lock. There was no report of patient harm.